Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It is reported that the gamma nail broke.

Manufacturer narrative:
The evaluation revealed the nail to be the primary product. Potential nail breakage had been considered in the corresponding rmf. The threshold was not exceeded. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject product. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. General aspects: the gamma3 nail is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behavior and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities - a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. In this case the fracture pattern of the nail suggested that the nail had broken in a fatigue manner after 2 months of implantation. The appearance of the breakage surfaces, orientation of lines of rest and different topographies indicated the nail breakage had its origination in the posterior bridge where chamfer-like material abrasion was found at lateral. However, the crack / breakage had progressed from lateral towards medial. The lateral edges present the areas where the highest tensile forces are applied during the implantation period. Bearing points are typical results of the interaction of the single products and the bone during the implantation period. Exceeding bearing points found on nail at medial suggest high axial load application. From technical point of view a gap between the bone fragments presents an unstable area where increased motion may occur. One requirement for successful nail treatment is a timely bone healing in order to relive the nail over the progressing time of implantation. Another requirement is that the implant must not be damaged during and after insertion. Surface damages reduce the implant¿s durability significantly. A third requirement is that the implant must not be stressed by too high load application e.g. (But not limited to) exceeding weight bearing or overweight or other stresses. Referring to above information nail breakage was most likely caused by intra-operative material damage contributed by load application favoured by unstable bone connection. With available information a more precise statement was not possible from technical point of view. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not be verified.

Event description:
It is reported that the gamma nail broke.